Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the troubleshooting was performed and inserted a new aa battery and display return after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black, customer returned device for an alleged blank display found on april 20, 2022. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith)were within spec range. No alarms/alerts were noted. No power error and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: april 20, 2022, 08:46:00.000, april 20, 2022, 09:36:00.000 I nsert battery alarm was recorded and found in the formatted history file on: april 20, 2022 07:17:03.000 to april 20, 2022 07:40:34.000; april 20, 2022 08:12:04.000 to april 20, 2022 08:36:28.000; april 20, 2022 09:25:07.000 to april 20, 2022 09:46:00.000; april 20, 2022 12:54:52.000; april 20, 2022 12:54:55.000; april 20, 2022 13:15:39.000; failed batt/battery failed alarm was recorded and found in the formatted history file on: april 20, 2022 07:40:28.000; pump error alarm was recorded and found in the formatted history file on: april 20, 2022 12:55:28.000; april 20, 2022 13:15:56.000; and power loss alarm was recorded and found in the formatted history file on: april 20, 2022 12:56:11.000, april 20, 2022 12:56:22.000; april 20, 2022 13:18:42.000, april 20, 2022 13:18:54.000; upon checking on the power data/detail trace file, failed batt alert/battery failed alarm and low battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error alarm and power loss alarm were expected since the pump resets and the battery was removed on april 20, 2022 07:17:03.000 to april 20, 2022 13:15:39.000. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.